Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an "er2" message. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began at approx 2:15 pm on (B) (6) 2010. The cca documented that the pt manages her diabetes with diet and oral medication (medication specifics not provided). The pt confirmed she did not change her usual diabetes routine due to the alleged product issue. An hour after the alleged error message occurred, the pt claimed she became "sweaty, weak, and shaky." The pt denied receiving treatment for her symptoms. During the troubleshooting session, the cca documented that the reported error message occurred when a test strip was inserted in the meter. The cca was unable to walk the pt through a retest because the pt did not have the testing supplies available at the time of the call. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims that due to alleged error message, she was unable to test her blood glucose and reportedly developed symptoms suggestive of severe hypoglycemia after the issue began.